Manufacturer narrative:
A visual inspection was performed on 1 opened and used enlite sensor found the needle was separated from the sensor base; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a sensor anomaly. The customer stated that they went to insert a sensor and the needle fell off. The customer's blood glucose level was unknown. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.